Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator indicated for urge incontinence, urinary/bowel dysf unction. It was reported that the patient was still not experiencing improvement, had no control when they stood up and just peed and then had to change the pad. The patient said that three weeks ago they had bladder prolapse surgery and everything was put back in place. The agent reviewed therapy information and general programming guidance including how the higher setting affects ins battery longevity. The patient said that they just switched to the current program about 3 days ago and they didn't want to switch programs. The agent reviewed navigation basics and the patient connected and increased the settings. They then successfully ended the session and powered off both external devices. They agreed to monitor symptoms for several days and make adjustments based on results. On 2025-oct-17 additional information was received from the patient. The patient called back reporting ongoing concerns with loss of therapeutic effect since having surgery for collapsed bladder. The patient asked for assistance changing amplitude and programs, and patient tried all 7 programs but was not feeling stimulation sensation until increasing beyond 7-8ma. Reviewed considerations regarding battery longevity and patient expressed that they didn't care about battery longevity they just want the therapy to help. Redirected patient to follow up with managing hcp as there is no further troubleshooting support that pats can offer. Patient has an appointment scheduled for the end of this month.